Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were not working after water exposure. The patient denied cracks/tears in keypad and denied trauma to the pump. The patient noted visible moisture under the display screen. The patient wore the pump in a pocket and cleaned the pump with a damp cloth. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn along the right side. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the keypad buttons were intermittently unresponsive and the contrast button responded appropriately. There was evidence of keypad contamination found under all of the keypad buttons. Evaluation revealed a moisture behind display. The pump powered on as normal with the audible tone but with a blank display screen. A leak check was done and the pump failed for leak in the keypad area. And there was evidence of moisture found inside pump at keypad and display flex connectors.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.